Manufacturer narrative:
There was no patient involvement thus no patient data exists. There is no established expiration date for this device. Initial reporter's last name is unknown at this point in time. Device MFR date is unk at this point in time. Evaluation summary: the cause of these fuses blowing is likely due to a power surge from the hospital's electrical system. It is highly unlikely that both psbs had all four 4a fuses blown at the same time without some type of external electrical surge. There was no adverse health event in this case since the non-conforming lights were found during room preparation. There is the potential, however, that had this failure of the power supply boxes (psb) occurred during a case, and all three lights gone out, that this could have caused an adverse health event. This is not a trend as this type of failure has not been seen before. This is not a single use device.

Event description:
It was reported that all three of the halogen lights would not power on due to blown fuses in the two power supplies. This failure was discovered during room preparation and did not result in any adverse consequences.